Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the intermittent catheter, it caused lot of pain, and when removing there was a lot of blood. Patient stated that the angle was different, much smaller and more flexible and that allowed it to fold on itself, not ridged enough to do the job and penetrates through the enlarged prostate. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper / inadequate maintenance.". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserting the intermittent catheter, it caused lot of pain, and when removing there was a lot of blood. Patient stated that the angle was different, much smaller and more flexible and that allowed it to fold on itself, not ridged enough to do the job and penetrates through the enlarged prostate. No medical intervention was reported.